Manufacturer narrative:
The device was returned for evaluation. Initial inspection indicated that the m4 does not run but only makes a high frequency sound; the cable has lots of kinks in it; the output drive shaft is worn; the bearings are worn. The device was not working, a heat test could not be performed. The motor, shaft drive, bearings and other small parts have been replaced. The device has been successfully tested. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reported that the device warms up during use. There was no user/patient impact or injury.